Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The infusion set did't stick and ended up coming off or leaked before its time to get changed. No further information available.